Manufacturer narrative:
Na

Event description:
Surgery was performed to extract hardware. During the surgery to extract the implant, it was found that one of the screws (l6 on the left) was broken when it was extracted. The broken piece of the screw remained in the wound.